Event description:
It was reported that device shift occurred. A left atrial appendage closure procedure was being performed. A 27mm watchman flx closure device was implanted after meeting release criteria. After release, the closure device shifted proximal in an unstable position. The physician percutaneously explanted the closure device utilizing a non-boston scientific grasping device. A new 27mm watchman flx closure device was implanted successfully. The patient was kept overnight and discharged the next morning without complications.